Event description:
It was reported the bd ultra-fine¿ insulin syringe with sterile interior 0.3ml 0,25mm (31g) x 6mm u-100 100count was hard to use. The following information was provided by the initial reporter: customer asking to confirm if the syringe is being manufactured in a different place? As per customer these new batches are not as good as the old ones. They are blunt when piercing the skin and hard to use when injecting.

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported the bd ultra-fine¿ insulin syringe with sterile interior 0.3ml 0,25mm (31g) x 6mm u-100 100 count was hard to use. The following information was provided by the initial reporter: customer asking to confirm if the syringe is being manufactured in a different place? As per customer these new batches are not as good as the old ones. They are blunt when piercing the skin and hard to use when injecting.